Event description:
During pta of a 90% occluded lesion in the left iliac artery with heavy calcification and mild vessel tortuosity, a saber pta ruptured during its initial dilatation. It was removed and another balloon was used instead to finish the procedure successfully. After the lesion was crossed with a guidewire (aqua, asahi intecc), the saber pta catheter was delivered and inflated at the lesion for pre-dilatation. However, the balloon ruptured during its initial-dilatation therefore it was removed from the patient and another new balloon was used instead. The procedure was finished successfully. There was no reported patient injury. The product will not be returned for analysis.

Manufacturer narrative:
(B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) of a 90% occluded lesion in the left iliac artery with heavy calcification and mild vessel tortuosity, a saber pta balloon catheter (bc) ruptured during its initial dilatation. There was no reported patient injury. It was removed and another balloon was used instead to finish the procedure successfully. After the lesion was crossed with a guidewire, the saber pta catheter was delivered and inflated at the lesion for pre-dilatation. However, the balloon ruptured during its initial-dilatation therefore it was removed from the patient and another new balloon was used instead. The procedure was finished successfully. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast, the contrast to saline ratio and the brand of inflation device used are all unknown. It is also unknown if the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The maximum inflation pressure was unknown. The balloon catheter did not kink while being used. It was also removed easily from the vessel and from the other devices. The product was not returned for analysis. A device history record (DHR) review of lot 17017554 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, mild tortuosity and a rate of stenosis of 90% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.